Manufacturer narrative:
A ge representative evaluated the system and replaced a filter in the monitor cart power supply. System operates as intended.

Event description:
The customer reported the system emitted an unusual odor and would not boot up. No pt injury was reported.